Manufacturer narrative:
Concomitant product : c4tr01 ipg implanted: "(B)(6) 201". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were lead impedance issues which caused a polarity switch on the right atrial and ventricular leads, and the left ventricular lead triggered a lead impedance warning. The abdominal cardiac resynchronization therapy pacemaker (crt-p) will be upgraded to a crt defibrillator (crt-d) and the leads will be replaced. No patient complications have been reported as a result of this event.